Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving multiple shocks. The patient stated he was sitting in a chair when he received the shocks. Technical services (ts) reviewed the device data, and it appeared that the morphology of the rhythm changes with a rate change. Upon further review it was noted there was oversensing of t waves. The smartpass feature is programmed on. The device is programmed to secondary 1x gain. Shock impedances measured 127-135 ohms. Ts noted that the primary vector looks good and recommended changing the vector and to put the patient on a treadmill to see if it is reproducible. At this, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving multiple shocks. The patient stated he was sitting in a chair when he received the shocks. Technical services (ts) reviewed the device data, and it appeared that the morphology of the rhythm changes with a rate change. Upon further review it was noted there was oversensing of t waves. The smartpass feature is programmed on. The device is programmed to secondary 1x gain. Shock impedances measured 127-135 ohms. Ts noted that the primary vector looks good and recommended changing the vector and to put the patient on a treadmill to see if it is reproducible. At this, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that therapy was programmed off as the patient was terrified of the device. At this time, the system remains in service. No additional adverse patient effects were reported.